Event description:
Pt was undergoing coronary artery bypass grafting. After 4 unsuccessful attempts at weaning from bypass, pt was placed on vad. After approx 4 hours on the device, clinician noted clotting thrughout circuit. During this 4 hour period, no heparin was given to the pt. Shortly, thereafter, flow ceased all together. The pt expired. Please note that product literature states that although carmeda bioactive surface provides improved biocompatibility and thromboresistence, systemic heparin is still required.